Event description:
A laser center director reported that they had "difficulty" with some of the lasik flaps on a given surgery day and some of the flaps were incomplete. This report is for the right eye of a pt who had bilateral lasik. No further details were provided. Add'l info has been requested. The pt's left eye is reported under MFR report number 3003288808-2012-00197.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).